Event description:
Received customer medwatch stating "hole in tubing above the 0.2 micron filter identified. More than 100 mls of chemotherapy spilled onto floor and exposed pt and staff." Although requested, no further pt or event info has been received.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.